Event description:
It was reported that the patient had surgery for an ankle fracture on (B)(6) 2013. Unknown plate and screws were implanted during original surgery. Follow up office visit and x-rays on (B)(6) 2013 showed the implants were fine. It was later discovered during an office visit postoperative thru x-ray on ((B)(6) 2013) that one of the screws placed through the fibula into the tibia was broken. Patient was scheduled to have broken screw removed but did not show up for the procedure. A second appointment was scheduled at the surgeon¿s office for (B)(6) 2013 to remove the broken head of the screw. This report is for an unknown screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment not diagnosis.

Event description:
A second appointment was scheduled at the surgeon's office for (B)(6) 2013 to remove the broken head of the unknown screw. Surgery was completed successfully with no patient harm.

Manufacturer narrative:
Device is used for treatment, not diagnosis without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.